Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply and all of the same type. There is no battery door damage. The battery springs are not bent and the door closes properly. There is no visible damage to the outside of the alarm. There was no pt contact reported.

Manufacturer narrative:
(B)(4). Result: eval of the returned product shows the battery contact has battery leakage, white power residue and corrosion. The unit did not power up when tested. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. (B)(4).